Event description:
Information was received indicating that a pump was exhibiting no disposable alarm when a smiths medical, cadd medication cassettes was attached. No adverse patient effects were reported. Per reporter, no additional information is available at this time.

Manufacturer narrative:
(B)(6).